Event description:
It was reported that the physician performed an af cardioversion with external pads. After reactivating the tachy functions, the patient received inappropriate shocks. Egms revealed double-counting, low r-waves and loss of capture at the maximum output. The physician decided to reposition the lead. During the surgical procedure, floroscopy showed that the lead was dislodged. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
Na